Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A volume issue was reported with use of the abbott diabetes care (adc) reader. Customer "couldn't hear alarms" and was not alerted to changes in glucose levels. As a result, customer experiencing a loss of consciousness, and was unable to self-treat, requiring contact with a healthcare professional (hcp). The hcp performed a laboratory blood glucose measurement with result of 8.2 mmol/, prior to providing unspecified third-party treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A volume issue was reported with use of the abbott diabetes care (adc) reader. Customer "couldn't hear alarms" and was not alerted to changes in glucose levels. As a result, customer experiencing a loss of consciousness, and was unable to self-treat, requiring contact with a healthcare professional (hcp). The hcp performed a laboratory blood glucose measurement with result of 8.2 mmol/, prior to providing unspecified third-party treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader. The audio and vibration function was tested with approved software. Both audio and vibration functions worked properly. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A volume issue was reported with use of the abbott diabetes care (adc) reader. Customer "couldn't hear alarms" and was not alerted to changes in glucose levels. As a result, customer experiencing a loss of consciousness, and was unable to self-treat, requiring contact with a healthcare professional (hcp). The hcp performed a laboratory blood glucose measurement with result of 8.2 mmol/, prior to providing unspecified third-party treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.